Manufacturer narrative:
Zimvie complaint (B)(4). DHR review was completed for the subject lot number 2020110643. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2020110643 for similar events and no other complaint was identified. Review completed utilizing keywords: dental: medical: bone loss. A summary investigation has been completed for bone loss events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that the implant at tooth site #14 was removed due to bone loss. The implant was removed using reverse torque. The osteotomy was debrided of all soft tissue down to healthy bone. All bony walls noted to be intact. Decorticated. A 7mm tenting screw was placed distal to #14. Co/ca/xe regeneross bone mixed with prf exudate was used to graft sites #13 and 14 as well as increase alveolar width at #15. A renovix plus membrane and prf membrane were placed overlying the graft. The periosteum was scored. Soft tissues were re-approximated using 3-0 chromic suture. Symptoms as a result of the event: inflammation & pain.

Manufacturer narrative:
Zimvie complaint (B)(4).